Manufacturer narrative:
This report is submitted september 5, 2018.

Event description:
Per the clinic, the patient experienced magnet dislodgement during a MRI (1.5 tesla) and pain with device use. Surgery to reposition the magnet has been scheduled but has not occurred as of the date of this report.

Manufacturer narrative:
It was reported that the surgery to reposition the magnet was completed on (B)(6) 2018.